Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had suspicion of injection site septic arthritis and injection site inflammation. No concomitant medications and concurrent conditions were reported. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation nos. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 1 dosage form once (indication, batch/lot number and expiration date: not provided) into unspecified location. On (B)(6) 2015, 10 days after receiving treatment with synvisc one, when the practice of sport was re-introduced, the patient presented with an important injection site inflammatory reaction. On an unknown date in (B)(6) 2015, the patient was hospitalized because of a suspicion of septic arthritis. At the date of the contact it was not reported if the suspicion was founded. It was reported that the patient recovered from both the events within an unspecified timeframe. On an unknown date, the patient was discharged from hospital. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Corrective treatment: not reported for both the events. Seriousness criteria: hospitalization or prolongation for suspicion of injection site septic arthritis. (B)(6) for suspicion of injection site septic arthritis; (B)(6) for injection site inflammation. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this initial case concerns a patient who received treatment with synvisc one and later is suspected to have experienced septic arthritis. Due to close proximal temporal gap the causal role of suspect cannot be excluded in occurence of the event. Since patient experienced event at site of injection the causal role of suspect product cannot be denied. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns a 50 year old male patient who received treatment with synvisc one and later had suspicion of injection site septic arthritis and injection site inflammation. No concomitant medications and concurrent conditions were reported. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation nos. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 1 dosage form once (indication, batch/lot number and expiration date: not provided) into unspecified location. On (B)(6) 2015, 10 days after receiving treatment with synvisc one, when the practice of sport was re-introduced, the patient presented with an important injection site inflammatory reaction. On an unknown date in (B)(6) 2015, the patient was hospitalized because of a suspicion of septic arthritis. At the date of the contact it was not reported if the suspicion was founded. It was reported that the patient recovered from both the events within an unspecified timeframe. On an unknown date, the patient was discharged from hospital. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Corrective treatment: not reported for both the events seriousness criteria: hospitalization or prolongation for suspicion of injection site septic arthritis (B)(6) imputability: c2s2b2 for suspicion of injection site septic arthritis; c2s2b3 for injection site inflammation. Additional information was received on 18-dec-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 23-dec-2015: the follow up information received does not change previous case assessment. Sanofi company comment dated 11-dec-2015: this initial case concerns a patient who received treatment with synvisc one and later is suspected to have experienced septic arthritis. Due to close temporal gap the causal role of suspect cannot be excluded in occurence of the event. Since patient experienced event at site of injection the causal role of suspect product cannot be denied. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
Based on the additional information received on 03-may- 2016 from the physician, this case initially considered as serious was downgraded to non-serious because the seriousness criteria initially reported (suspicion of joint sepsis, hospitalization) were withdrawn. This case is cross referenced with (B)(4). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one on (B)(6)-2015 and later developed fever, shivers, injection site effusion, injection site pain and injection site inflammation. Medical history was significant for partial meniscus ablation of the right knee (in 2013), internal femoral tibial knee arthritis (diagnosed in (B)(6)-2013). Concurrent condition included reiterative (B)(6) episodes that were treated for a long timeframe with acyclovir. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation nos. Previous medication included synvisc one. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (at room temperature) (batch/lot number: s13091 and expiration date: not provided) in the joint of the right knee for knee arthritis. No previous puncture was performed. The root of injection was femoral tibia and needle used: green. There was no physical activity just after the injection. On (B)(6)-2015, there was renewal of body building. On (B)(6)-2015, 14 days after receiving treatment with synvisc one, the patient experienced occurrence of pain in the right knee, fever at 37.8 degree c and shivers. On (B)(6)-2015, the patient had mild effusion. On (B)(6)-2015, these clinical signs were observed by a physician and there was no sign of sepsis. A corrective treatment with a non-steroidal anti-inflammatory drug nos had been introduced. After 3 days of this treatment, an improvement was observed. On (B)(6)-2015, the patient was recovered. On (B)(6)-2015, 97 days after receiving treatment with synvisc one, when the practice of sport was re-introduced, the patient presented with an important injection site inflammatory reaction. On an unknown date in (B)(6)-2015, the patient was hospitalized because of a suspicion of septic arthritis. At the date of the contact it was not reported if the suspicion was founded. It was reported that the patient recovered from both the events (suspicion of injection site septic arthritis and injection site inflammation) within an unspecified timeframe. On an unknown date, the patient was discharged from hospital. As observed by the physician that there was no sign of sepsis, the previously reported suspicion of sepsis was withdrawn. The patient had a consultation in an emergency department. The physician confirmed that the patient was not hospitalized and no puncture had been performed. Corrective treatment: not reported for injection site inflammation; non-steroidal anti-inflammatory drug nos for other events outcome: recovered/ resolved for all events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. (B)(6). Additional information was received on 18-dec-2015. Ptc results were added and text was amended accordingly. Follow up was received on 23-dec-2015. No new information was received. Additional information was received on 03-may-2016 from the physician. Patient's demographics (height and weight) were added and age was updated. Medical history and concurrent condition along with concomitant medication and previous medication was added. Suspect product batch/lot number and indication was added, start date and dose was updated and the site where the product was received was added. Additional events of fever, shivers, injection site effusion, injection site pain were added along with details. The event of had suspicion of injection site septic arthritis was deleted and hence case was downgraded to non-serious because the seriousness criteria initially reported (suspicion of joint sepsis, hospitalization) were withdrawn. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 03-may-2016: based on follow up information received the event of suspected septic arthritis was deleted. Sanofi company comment dated 11-dec-2015: this initial case concerns a patient who received treatment with synvisc one and later is suspected to have experienced septic arthritis. Due to close temporal gap the causal role of suspect cannot be excluded in occurrence of the event. Since patient experienced event at site of injection the causal role of suspect product cannot be denied. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case